Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the implant inserter from an ar-8988-cp fiberlock suspension system bent upon insertion. When the surgeon malleted it in, the tip broke off. The broken pieces were removed, and another ar-8988-cp fiberlock suspension system was used to complete the case. This was discovered during a cmc arthroplasty procedure on (B)(6) 2024. Additional information received on 4/9/2024: the fibertak inserter broke during insertion. The case was only delayed briefly while opening the new kit. Additional anesthesia was unnecessary and the patient was not affected.